Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented to the emergency department after receiving 18 inappropriate shocks due to oversensing of non-physiologic noise. Shock therapy was exhausted in some episodes. A lead fracture was suspected and a revision procedure was performed. The physician planned to implant a new rv lead; however, due to a subclavian occlusion no new lead could be placed and the procedure was aborted. The physician is planning the next steps for this patient, which may include a lead extraction procedure or the implantation of a subcutaneous implantable cardioverter defibrillator (s-ICD). At this time the rv lead remains implanted. No additional adverse patient effects were reported. Additional information was received. After a careful clinical evaluation of the patient, the center decided to not re-implant any new system: the implanted device has been deactivated.